Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a left knee meniscal root repair procedure, it was noticed that the firstpass mini's needle deflected and did not capture the suture when to try take a bite of meniscus. The self capture jaw was displaced when removed from the knee. The procedure was resumed using an equivalent backup device, without any surgical delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). Additional information received and reviewed by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that: the self capture jaw was still attached to the device (e.g. It did not fall off), it wasn¿t in its normal position, it looked like it had been pushed upwards. Resulting in the needle not passing through the jaws. Therefore, event may result in a short procedural delay and/or require use of a backup device to continue procedure. This event is not likely to cause or contribute to a death or serious injury and is considered not reportable per applicable regulations. If additional details confirm the occurrence of a reportable event, we will update our records accordingly and submit a subsequent report detailing both the event and our completed investigations.